Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Upon receipt and evaluation completion of the device and/or additional information is received, a supplemental report will be filed. Mdrs related to this event: 2029214-2017-01159 2029214-2017-01160.

Event description:
Medtronic received information that during coiling treatment of a collateral fistula, both coils migrated after deploying successful in the intended location. It was reported that both coils were placed within the collateral vessel and anchored in branch point. Digital subtraction angiography (dsa) was performed on the patient flow through the vessel despite the coils, which subsequently dislodged. Repeat fluoro following dsa runs showed that the coils were no longer present and quickly identified in the right heart. Both coils were successfully snared simultaneously and retracted through the sheath. There were no patient symptoms or complications associated with this event.